Event description:
It was reported that the device exhibited a bipolar lead impedance of <200 ohms and a unipolar lead impedance of 221 ohms. The atrial capture threshold was 0.75 v, 0.5 ms. The patient was asymptomatic and the device was left in the bipolar pace configuration.

Event description:
The lead exhibited low impedance and was capped and replaced.